Event description:
Resident slid out of chair as it was being lowered (resident was being transferred out of the tub at the time). Staff member states that she grabbed the safety belt as she was in the process of turning the chair and the safety belt came undone. Resident fell forward out of the chair.